Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was observed in the bd plastipak¿ luer-lok¿ syringe barrel before use. As reported by the customer, translated from (B)(6) to english,"the product shows a crack (damaged) in the side. Telephone contact made (B)(6) 2019 at 3:00 pm, (B)(6) who answered and was not able to inform more detail of the event, because lucas was not in the hospital. ((B)(6) 2019.)" Information received by email on (B)(6) 2019: the defect was noticed before the use. Sample is available. Anvisa was not notified ((B)(6) 2019.)"

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a crack was observed in the bd plastipak¿ luer-lok¿ syringe barrel before use. As reported by the customer, translated from portuguese to english,"the product shows a crack (damaged) in the side. Telephone contact made 02/15/2019 at 3:00 pm, kleber who answered and was not able to inform more detail of the event, because lucas was not in the hospital. ((B)(6) 2019). Information received by email on 2/18/2019: the defect was noticed before the use. Sample is available. Anvisa was not notified ((B)(6) 2019)"